Event description:
The vapor device was being utilized to resect soft tissue and the head of the vapor device broke off and fell down within the acetabulum. A significant amount of time was taken to remove these 2 broken instruments very carefully. All debris were able to be removed; however, this did lead to a somewhat prolonged traction time. It was not felt that traction could be released with these metallic debris within the acetabulum for risk of damage to the femoral head. Once the debris was able to be removed, traction was released immediately and the remainder of the bony work around the acetabulum was done with traction off the pincer lesion.